Event description:
Pt had two spine fusion procedures done by same surgeon. The screws implanted initially in 2003 broke. New screws were implanted 5 months later. Several attempts have been made to obtain further information.